Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed off no power without a prior low battery warning. The patient's blood glucose at the time of incident was 381 mg/dl; however, her recent blood glucose value was 445 mg/dl. The patient treated her high blood glucose with a 10-unit manual insulin injection and a 5.2-unit insulin pump bolus. Troubleshooting was declined for the high blood glucose. However, during troubleshooting for the off no power alarm, it was confirmed that the insulin pump was working as designed; the insulin pump passed the functionality check. The insulin pump was not returned for analysis.